Manufacturer narrative:
This report is a follow-up to medwatch report # (B)(4). Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted that a piece of one of the grasper jaws was broken off, confirming the customer's experience. The exact root cause of the event is unknown. It is possible that the breakage occurred as a result of the unit being subjected to high forces over a prolonged amount of time during the procedure. Applied medical continuously seeks to improve the form, function, and ease of use of its products. A part of this continuous process, applied medical recently made product enhancements intended to further minimize the potential for this type of incident to occur. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Medwatch report # (B)(4). "A piece of one of the jaw elements broke off the grasper but was retrieved and put back in place to verify that no missing fragments." What was the original intended procedure: minimally invasive esophagectomy with intrathoracic anastomosis; jejunostomy device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Minimally invasive esophagectomy with intrathoracic anastomosis - "dr. (B)(6) realized the tip of the graspers fell off the shaft while working inside the patient. He noticed it later on in the case. He is not sure when it fell off." Patient status - "fine."